Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that every time he presses a button on the insulin pump it alarms low reservoir. Customer stated he all ready got the reservoir out and was trying to change it. Customer was unable to bolus for four hours because he could not clear the low reservoir alarm. Customer's blood glucose was 500 mg/dl. Assistance was provided and customer was able to deliver bolus. No further information reported.